Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the damaged sdi (serial digital interface) 1 input could not be identified. The event can be detected/prevented by following the instructions for use which state: [important information ¿ please read before use] do not push or scratch the lcd screen. Do not place a heavy object on the lcd screen. This may cause the screen to lose uniformity. Olympus will continue to monitor field performance for this device.

Event description:
The high definition lcd monitor was returned as part of the asset return process. During routine inspection of the device by olympus, it was noted that there was no image from the serial digital interface (sdi) input 1 and the sdi input 1 was damaged. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. It was noted that the bezel and screen were damaged and there were dead pixels on the image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.